Event description:
Customer reported the system displayed a "need to reboot" message, but system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep asked customer to provide more info if the event reoccurs. System operates as intended.